Event description:
During a therapeutic esophagogastroduodenoscopy with stent placement, the stent was fractured. The physician attempted to retrieve the stent using grasping forceps but was unsuccessful. A second stent was used to complete the procedure. There were no reports of further patient harm.

Event description:
This supplemental report is being submitted to provide the product's lot number that was provided by the customer. Updated field: d4: lot #.